Event description:
It was reported that the left ventricular lead exhibited high thresholds. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.